Event description:
The customer reported the system will intermittently freeze up and require a reboot to restore operation. Problem has been occurring for several weeks. There has been pt involvement but no injury has occurred.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.